Event description:
A report was received that during transport to the hospital, the pt went into cardiac arrest. One set of electrodes fired once and then did not fire a second time. A second set of electrodes did not fire at all. The end user stated that they had two other sets available, but did not use them as they had already radloed to another unit thinking the problem was with the defibrillator. The end user reported minimal delay caused by the pad issue prior to the other unit arriving. The pt eventually died. The end user stated that they do not know if the problem contributed to the pt's outcome. Kimberly-clark or ballard medical has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The pads involved in the reported incident were not returned to kimberly-clark/ballard medical for investigation. The end user has retained the pads and has refused to provide them to us. Based on verbal input of the end user's evaluation, the pads were x-rayed and had a crack in the foil substrate. We have not received copies of those x-rays for evaluation either, nor was a lot number provided. Without a lot number, the device history records cannot be reviewed nor can we determine when the product had been manufactured. The customer did not know how the devices were stored. If the pads are stored incorrectly and cracks appear, these cracks may hinder electrical flow and product performance during defibrillation. We are unable to draw a conclusion without the product to investigate or the end user's x-ray copies to evaluate.